Event description:
Additional information was received from the healthcare provider (hcp) reporting that there was no symptoms experienced, they were unaware of motor stall until received a notification during refill appointment. The motor stall occurred on 12/21 from 12:08 to 12:13 pm. The cause of the motor stall was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving unknown drug via an implantable pump for intractable spasticity. It was reported that the hcp stated the patient was getting a pump motor stall code 528 on the clinician tablet today during a refill. The hcp stated that the patient had not had an MRI recently. An agent asked if this was the first time the tablet had read the pump and the hcp stated no, the physician has their own tablet and had refilled this patient before. The hcp stated they were not sure if they had the pump logs, and they were waiting for the physician to fill the pump. The agent suggested that the hcp pull the pump logs to see if there was any indication of a date and time of the motor stall.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.